Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1076010. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Based on the description of the issue, our engineers believe that the most likely root cause for this issue is related to the environmental conditions during transportation and storage of the device. Bd will continue to monitor this issue.

Event description:
It was reported that the intima-ii y 20gax1.16in prn ec slm npvc needle and heparin cap were found corroded when opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 3:00 pm, on 2021-8-23, the nurse prepared for intravenous infusion of the patient. When she took out the indwelling needle and opened the package, she found that the heparin cap on the indwelling needle was oxidized and could not be used. Therefore, a new indwelling needle was replaced for infusion, without adverse consequences."